Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that pt stated it says it is off, pt clarified the ins is showing as off. Pt stated he thinks the thing is busted. Pt stated he was using 20% of the battery a day but now it is showing he is only using 10% - patient services understood pt was talking about his ins battery. Pt stated he is going to see his field representative (rep) tomorrow. Pt stated the programs are not working for him since his implant. Pt stated this will be the 3rd change, patient services understood this as reprogramming. Pt stated during trial he was getting 70% relief but since implant he is only getting 40% relief. Pt is scared because he is only using 20% charge a day and he feels he should be using more.  Pt was advised to mention this to the field rep and rep can check the ins. The patient was redirected to their healthcare provider to further address the issue.